Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings:a review of the pump black box data showed no pump reboots had occurred. During testing, the time and date reset to default settings. The pump case was opened and inspection revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, investigation revealed a dim, discolored display screen and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.